Event description:
Additional information received reported that the patient was still having concerns with his device or therapy and was working with the doctor or manufacturer representative. The patient¿s last appointment was noted as (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had pressure in his head that was getting worse and worse. It was noted to have started three days prior. The patient reported that he could not think and was having a hard time conversing. The patient reportedly felt it could be an infection and did not want to wait too long before something bad happens. The patient reported that the pressure was starting at the base of the brain where the spinal fluid goes up in to the brain. It was noted that the patient's bolus was not working and the pain was gone but it felt like it was coming back again. The patient's healthcare professional (hcp)was reportedly on vacation for the next two weeks but the patient wanted a CT scan. The patient stated that he didn't "know why they would put something in the pump and not take care of you". The patient reportedly felt like he was having a panic attack. The patient's pump was intended to infuse dilaudid and bupivacaine. Additional information was requested, but was not available at the time of report.